Event description:
It was reported while performing a left atrial ablation procedure using a cool path duo catheter, the patient developed a cardiac tamponade. The physician was ablating from the anterior of the left atrium to the roof line with a cool path duo ablation catheter when the patient's blood pressure dropped. The physician noted the deflection/curve of the catheter was "hard to handle". Cardiac tamponade was confirmed, which was treated by performing a pericardiocentesis. The patient was transferred to the ICU, recovered, and was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.